Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (600 mg/dl) and the cause was not known. Ketone level was "trace". Insulin injection was administered to address high bg. As the events had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.